Manufacturer narrative:
(B)(4). Batch # p57e96. Investigation summary: the analysis results showed that one gst60b reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, a blue reload fell apart upon opening onto the sterile field: most of the orange drivers fell out of it. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.